Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming and its keypad is unresponsive. The blood glucose reading is 180 mg/dl. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No unexpected restart error alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.